Event description:
The pt reported to the sjm representative she had been treated for an infection at the ipg site at a hospital. It was reported the physician received the records from the hospital which showed cultures for infection were negative. It was reported the hospital records showed ecchymosis at the ipg site. Follow up identified the issue had resolved when the pt had been seen at the following appointment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.